Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on a competitor brand meter and it is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms of sweating, shaking, poor vision and initially self-treated with insulin which caused their glucose level to go very low, then subsequently consumed food. There was no report of death or permanent impairment associated with this event. A sensor result of 14.00 mmol/l was compared to a competitor brand meter reading of 5.70 mmol/l and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 10 days. It is unknown when these readings were obtained in relation to the reported adverse event.